Event description:
During a cataract extraction procedure, the surgery center reported having error 375- incompatible handpiece error during the prime and tune stage on the last scheduled procedure for the day. The account was able to switch to standard default settings to complete the procedure. Through follow up, the surgery center indicated the error occurred during the procedure and resulted in a 15 minute delay to complete the case. The account indicated the patient¿s operative eye was a soft cataract; therefore, the surgeon was able to extract the cataract by using the aspiration and irrigation mode of operation to finish the procedure. The procedure was completely successfully and no patient injury was reported.

Manufacturer narrative:
Pt age: the categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
In initial report, device evaluated by manufacturer was selected as "no" however, this was incorrect as the unit was evaluated by an amo field service specialist. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss was able to confirm that the error/event log recorded the 375-incompatible handpiece error. The fss tested customer¿s handpieces. The fss found the voltage measurements and functionality of the handpieces were within specifications and working as intended. While the fss was on site, the account indicated when the handpiece error occurred, the handpieces had come out of the sterilizer and the customer had not waited for the handpieces to be cooled down before use. The handpieces were very warm and customer tried to cool them by submerging them in balanced salt solution (bss) so they could handle and use them. When they plugged them in they were still very warm and also could have had bss in the electrical connector end. At this point when they tried to perform a prime/tune the system flagged a 375 incompatible handpiece error. Although, the fss confirmed the handpiece error by reviewing the error/event log, the fss was not able to duplicate when testing the handpieces. The fss performed a field service checklist and an annual preventative maintenance. As part of the preventative maintenance, the fss cleaned the transducer magnet, fan and internal filters, sla-battery, advantech battery, pack roller o-rings, and the remote control batteries. The system was verified for all modes of operations. The system meets amo specifications. In initial report, the method codes, results codes, and conclusion codes were incorrect. This follow up has the correct codes included in the evaluation codes. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.